Event description:
This is the same event and the same pt reported under the MDR ID # 2939859-1998-00300 (collagen corp #1023785). This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested by another physician in 1997 (exact date not known) with negative results. The pt has rec'd multiple treatments since without event. On 13 january 1998, the pt was first treated by the reporting physician, without event. On 9 november 1998, the pt was treated with two formulations of product in the nasolabial folds. About 3 hours after the treatment, the pt developed redness at all the treated sites. The physician examined the pt on 10 november 1998 and noted redness, swelling, and heat to the touch at the nasolabial sites. The pt was given intramuscular celestone, oral prednisone and chlor-trimenton. The physician diagnosed the symptoms as hypersensitivity related.